Manufacturer narrative:
The insulin pump was received with display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was also received with moisture damage on the motor, vibrator tube and battery tube assembly. The pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that he fell into the lake while on a boat. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.